Event description:
It was reported that the pt experienced an infection at the pump incision site. The hcp speculated that the infection may have resulted from the need to surgically enlarge the pump pocket for the larger pump. Specific symptoms were not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.